Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-02461. Placeholder.

Event description:
This is a veterinary event. Facility reports that during surgery on canine on (B)(6) 2013, the attachment was vibrating and would not secure. There was no delay in surgery. The surgery was successfully completed, using the same device. There were no injuries or medical intervention reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.